Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a mucosectomy, the subject device was used. During procedure, the needle of the subject device was not retracted into the tube. The procedure was completed with a spare device of the same model. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00527 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc). As a result of the evaluation on (B)(6) 2017, it was confirmed that the needle of the subject device could not be extended from the sheath. The sheath of the subject device was buckled at 890 mm from distal end. The device history record for the lot indicated no abnormality with the event-related items below. Retracted length of the needle. Length of the sheath. The needle extension/retraction. Extended length of the needle. Based on the similar cases in the past, the needle might be unable to retract into the sheath due to the large friction between the sheath and the needle after the sheath was buckled. The sheath might be buckled, because excessive load was applied to the sheath when the subject device was inserted into the endoscope, when it was taken out from the sterile package, or when it was checked before use. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.